Manufacturer narrative:
The complainant indicated that the device was disposed will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use in a cytodiagnosis procedure on (B)(6), 2011. According to the complainant, the user was unable to retract the brush during functional testing. It was noted that the brush was bent, and the procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.